Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph of a device. The photograph depicts the circular seal cut and disengaged during a surgical procedure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the clipping machine was used, the device¿s obturator or trocar broke and the membrane fell into the patient¿s cavity. As stated, it was removed by tapping clamps and another device was provided to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the clipping machine was used, the device¿s obturator or trocar broke and the membrane fell into the patient¿s cavity. As stated, it was removed by tapping. There was no patient injury.